Event description:
At the start of a laparoscopic procedure, a rivet fell into the abdominal space. Investigation of the returned product found that the rivet did not break; rather it was improperly installed. No injury or impact to pt was reported.